Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit failed its annual preventative maintenance due to a constant downstream occlusion error. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Review of event log found downstream occlusion alarm. No available service history of 12 months. Could not duplicate the reported problem during testing, performed dso/upstream occlusion (uso) occlusion test and unit passed successfully with 25.1psi. Upon further inspection, found that dso sensor seal has a bubble with holes. The dso seal was replaced. The device passed all test criteria post repair.